Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection and functional testing of the returned devices was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, quality control data, and specifications. Two open devices and eight unopened devices were returned investigation. The returned packaging confirms lot number 9388460. Device a ¿ (opened package) the device was returned with the handle and the basket formation in the closed position. The male luer lock adapter (mlla) is tight. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 3 cm in length. Visual examination noted the basket sheath has kinks located at 59 cm and 92.3 cm from the distal tip. The clear cover on the basket wires has pulled loose. Functional testing found the handle actuates the basket formation to the open position, but it does not close completely. Device b ¿ (opened package) the device was returned with the handle and the basket formation in the closed position. The male luer lock adapter (mlla) is loose. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 3 cm in length. Functional testing found the handle actuates the basket formation. Visual examination noted the clear cover on the basket wires has pulled loose. Eight (8) unopened devices functional testing notes the handles actuated the basket formation to the open and closed positions. Visual examination notes the clear cover on the basket wires are secure. A review of the device history record for lot 9388460 found there were no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot number 9388460. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The two used devices were found to have damage to the sheaths that hold the basket wires together. The sheaths of the basket were torn at the distal ends, preventing the baskets from closing properly. The unopened returned devices did not have any damage and functioned normally. It is likely the sheaths of the used devices became split from the forces applied during use, specifically capturing the stone(s). The cause may have been related to patient anatomy, user technique, or stone size and/or shape. The cause could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event information to report.

Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
During use of ngage basket in the kidney, it was observed under endoscopy that the coating from the wires that comprise the basket had frayed and detached from the basket. A fragment of the coating was detected in the kidney and retrieved using the basket. The basket was removed from the patient and the device was inspected and the malfunction confirmed under direct vision. A second basket was opened (from the same lot number) and the same malfunction was observed. The decision was then made to abandon the case. As reported, there were no adverse effect to the patient due to this occurrence. The case is to be rescheduled.